Event description:
It was reported that during a lap nissen procedure, the device is broken. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Cam/jaw. Eval summary: the analysis results found that the el5ml device was returned with jaws disengaged from the cam. The instrument was cycled and ejected the remaining 7 clips due to the jaws condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.